Event description:
Device issue: difficult to remove, locator wings bent. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of starclose se device, achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the thumb advancer could only be moved in "short bursts" and required "more force to move it." After clip deployment, the device could not be released from the pt. The device was released by inserting a dilator into the access ports unlocking the thumb advancer, enabling it to be retracted proximally, which released the device from the tissue tract. Manual compression was applied for two minutes to achieve hemostasis. When the device was removed, the locator wings appeared "inverted." There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been rec'd.